Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user was unable to access server, and station was in critical override mode. The technical support specialist (tss) resolved the issue by rebooting the server. The customer was informed to follow the standard process for any future queries and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to access server and all stations on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.